Event description:
The reporter alleges the presto kroger meter measured her blood-glucose too high compared to her symptoms and another meter. On the morning of (B)(6) 2015, while she was fasting, she knew she was low, exhibiting shaking. She is on a new medicine that lowers her sugar. She tested with her tru result meter and got 65 mg/dl. She is confident this was correct. She tried her brand new kroger meter and got 114 mg/dl. She did not perform a control solution test.

Manufacturer narrative:
The meter has been requested and has been returned to the manufacturer. Confirmation testing shows the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. Based on the limited information provided, the root cause of the event cannot be determined. The new medicine mentioned in the event description may have contributed to the event. Other factors such as environmental, medical, or testing practices may have also contributed to the event. There is no indication a second blood-glucose reading was taken from the presto to confirm the 114 mg /dl reading. The information from this event will continue to be trended.